Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
The dermatome stopped during surgery. The surgery was delayed by 1-2 hours when the patient was under anesthesia. Another product was used to complete the surgery. No additional patient consequences were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). On 21 february 2019, it was reported from hospital (B)(6) that a dermatome was out of order. It was clarified during follow-up that the dermatome stopped working during use. The customer returned a zimmer electric dermatome, serial number: (B)(4), for evaluation. Evaluation of the device on 18 march 2019 noted that the dermatome was out of side to side calibration only at the zero setting and that the motor did not run. Repair of the dermatome occurred on 20 march 2019 and involved replacing the motor, needle bearing, and some screws. The technician then tested the device and verified that the dermatome was functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired. The device history record for zimmer electric dermatome serial number: (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. While the service technician found that the dermatome had a malfunctioning motor that would not run, which would cause the device to not generate any movement of the reciprocating arm assembly and therefore not cut a graft, it cannot be determined from the information provided as to what caused the motor to malfunction. Therefore, a specific root cause of the reported malfunctioning motor cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.